Event description:
A discordant, falsely elevated hemoglobin a1c (hb1c) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument after instrument maintenance was performed, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) after the quality controls (qc) for hb1c resulted out-of-range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced reagent probes 1 and 2. The customer ran qc and results were within range. The cause of the discordant, falsely elevated hb1c result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.